Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was at end of life (eol) and had a fault code that indicated a charge timeout, battery voltage was 2.6 volts. Boston scientific technical services (ts) discussed that the charge timeout indicated that the capacitors were not charged to the programmed voltage within 45 seconds after charging. The shock was for an atrial arrhythmia with a rapid ventricular response, and not a ventricular arrhythmia. The patient had pneumonia and was admitted to the hospital until the change-out occured, and the atrial arrhythmia was being controlled with medications. Subsequent information was received that the ICD was successfully replaced with no additional adverse patient effects being reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.